Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The pump was monitored and no unexpected low battery alert alarms occurred during testing. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 300-400 mg/dl. Customer was hospitalized due to diabetes and infection. Customer was treated with IV. Customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.